Event description:
Pt reported she had not been able to change pump rate on one of her pumps. Doesn't event get screen to adjust pump rate. This has been going on for about a month and has only been using one pump. Advised this was urgent situation, if ever happens again must call pharmacy immediately. She must always have two functioning pumps. Malfunction did not cause ae, shipping replacement pump with return kit to send malfunctioning pump back to pharmacy. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: (B)(4).